Event description:
Treatment of right paraophthalmic aneurysm. It was reported that the pipeline was not fully opened during deployment and was removed from the patient.no patient injury reported.same as MDR# 2029214-2012-00315.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).